Event description:
Recently, the hospital changed over to the b braun caresite luer access device. There has been several instances where the blood had backed up into the tubing once the IV fluids ran out. This access device has a backflow valve and there is a question as to whether or not it is functioning properly.